Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative a review of the complaint history for sn (B)(6) was performed in salesforce and did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 08-aug-2025 and confirmed that this device was not previously returned for servicing and that there were no production failures, which correlates with the customer reported issue. Upon investigation of the actual device for this incident, it was determined that the biometric identifier bio ID was not lighting up or powering on. A field service engineer replaced the cable; however, the issue persisted, and the biometric identifier bio ID unit was replaced. The field service engineer then tested functionality using the hardware test application and confirmed successful customer access and inventory operations. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier did not prompt, resulting in a manual login using a username and password. Additionally, the biometric identifier did not illuminate. However, there were no delays, adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier did not prompt, resulting in a manual login using a username and password. Additionally, the biometric identifier did not illuminate. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.